Event description:
The patient reported that during their first vns surgery they flat lined on the operating table. It was also noted that the patient flat lined again during a different surgery when their pacemaker was placed. The patient mentioned that they may have bad reactions to the anesthesia and thinks that this may have caused the flat line events, however they are not sure what the true cause was. A review of device history records for the generator confirmed that no unresolved non-conformances were found. No other relevant information has been received to date.

Event description:
The surgeon's office informed that their clinical records show no interim/adverse events from the patient's surgery. No other relevant information has been received to date.